Event description:
It was reported that caller experienced multiple intermittent occlusion alarms. The customer's blood glucose read ¿high¿ on customer¿s device. Customer addressed high blood glucose by delivering correction boluses through pump. Customer resolved occlusion events by resuming insulin without changing supplies.